Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the device met specifications during evaluation. During evaluation, device functioned appropriately. Cracks on the level sensor. Damaged temperature cable. Level sensor was replaced. The device underwent and passed testing after all repairs. DHR, risk, and labeling reviews are not required as the reported event is unconfirmed. Corrections: d, h the initial reporter's facility name: (B)(6). All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not cool the water - temperature problem. Per review of wo, there was no consequence for patient.

Manufacturer narrative:
The initial reporter's facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not cool the water - temperature problem. Per review of wo, there was no consequence for patient.